Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope relayed a noisy image. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the nozzle. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was found, olympus requested additional information from the customer regarding their device reprocessing practices. The customer confirmed the device was cleaned, disinfected and sterilized prior to return to olympus. The customer reported there was no delay in pre-cleaning after procedure but it could not be confirmed whether the air/water nozzle was flushed with air and water. Regarding manual cleaning: the customer reported the reprocessing accessories had no abnormalities; air and water was flushed through the air/water channel; but could not confirm whether the air/water nozzle was wiped. During testing, the reported issue was confirmed; the relayed image was noisy. The issue was determined caused by damage to the charge coupled unit. During visual examination, the following issues were found: the bending section cover adhesive was cracked, chipped and cloudy; the universal cord was scratched and wrinkled; the universal cord protector was scratched and the connecting tube was scratched. Functional testing showed the foreign material kept fluid from fully draining from the air/water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to inspection for damage in chapter 3, preparation and inspection. In addition, the reprocessing manual showed relevant instruction related to inspection for damage in chapter 3, cleaning, disinfection, and sterilization procedures. The source of the foreign material was not established. The investigation could not specify the cause of the foreign material in the device since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. Olympus will continue to monitor field performance for this device.